Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported issue. The instrument failed the electrical continuity test. The instrument housing was removed and the conductor wire was found to be broken at the proximal end. As a result, energy activation would not work when activated on the system. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. The alleged issue occurred on the second use of the instrument. There is no indication that the instrument was used in subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photographs or video of the procedure were provided for review. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure with bilateral salpingo-oophorectomy (bso), left pelvic lymphadenectomy (lplnd), and omental biopsy, the fenestrated bipolar forceps instrument stopped working while the surgical staff was trying to get a bleed under control. The energy cable was replaced, but the instrument still did not work. The issue was resolved by exchanging the instrument for a new fenestrated bipolar forceps instrument, which functioned properly. The procedure was able to be completed. On 01-sep-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the source of the bleeding was a vessel. The procedure was confirmed to have been performed on (B)(6) 2020. There was no adverse effect or injury to the patient as a result of this issue. No further clinical details were able to be provided. Patient demographics and medical history were unavailable. The procedure was not recorded on video for review. Although bleeding was noted, there is no allegation that a da vinci system, instrument or accessory caused or contributed to the bleed. There is no information provided to suggest that the patient sustained a serious injury. There is no information provided to indicate that the bleeding was life-threatening, required medical intervention to prevent permanent impairment, or resulted with disability or permanent impairment. In addition, there is no indication that the patient required hospitalization due to the bleeding.